Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that the pacemaker entered safety mode. A revision procedure will be scheduled in the near future, however to date it has not been scheduled. The pacemaker remains in service and no adverse effects were reported. Additional information was received that the pacemaker was explanted on an unknown date due to premature battery depletion. A new device was successfully implanted. No additional adverse effects were reported.

Event description:
It was reported that the pacemaker entered safety mode. A revision procedure will be scheduled in the near future, however to date it has not been scheduled. The pacemaker remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker entered safety mode. A revision procedure will be scheduled in the near future. However, to date it has not been scheduled. The pacemaker remains in service and no adverse effects were reported. Additional information was received that the pacemaker was explanted on an unknown date due to premature battery depletion. A new device was successfully implanted. No additional adverse effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and critical therapy remained available. Engineers determined this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.